Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit was not returned to f & p healthcare in new zealand for investigation, therefore, we were unable to confirm the fault with the device or determine a cause. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in china reported on behalf of a healthcare facility that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.